Manufacturer narrative:
Trackwise (B)(4). Updated sections: g4, g7, h2, h6, h10, h11. Corrected section: b5 - event description changed. Analysis of production for OEM devices: (3331/213/67) the certificate of conformance was reviewed for the reported lot number. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct-2019 through sept-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable end pulled off and frayed. No patient harm or involved. Happened after the case was over and taking device down. They acknowledge that it was user error, but expresses frustration over the design of the connection and how difficult it is to take apart.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, hemopro2 extension cable end pulled off and frayed. Happened after the case was over and taking device down. They acknowledge that it was user error, but expresses frustration over the design of the connection and how difficult it is to take apart.